Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 106 mg/dl at the time of the incident. The customer stated that they cracked the reservoir compartment while performing yoga. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarms were noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The pump was received with minor scratches on the display window, a broken reservoir tube lip, a missing black o-ring/seal from the reservoir tube, a cracked reservoir tube window, a cracked reservoir tube window corner, cracked battery tube threads and a missing end cap sticker. The pump was received without the original pump belt clip. No damage on the pump belt clip slot was noted.